Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to carefusion that the turbine would not rotate. This reportable issue was discovered during set up, therefore there was no patient involvement or harm associated with this complaint.